Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. The cause of the reported issue could not be determined. Stryker performed a clinical review of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed that he patient received the intended shock and it was effective in converting the patient¿s rhythm.

Event description:
The customer contacted stryker to report that their device would not deliver a shock. The patient involved in the reported event is deceased.